Event description:
A malfunction alarm identified as "malf 9" was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high bg, the customer administered a correction bolus using the pump. Customer followed instructions from technical support to reset the pump, resolved the issue, and was advised to continue using the pump while being instructed to call back if the malfunction recurs.